Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 24 and 36 hours. The patient stated that the cannula did not go in properly. When removed from the infusion site, the pod's cannula was found bent. The pod was then removed.